Event description:
It was reported that, this electrode exhibited mechanical noisy signals and oversensing. Technical services (ts) indicated that the untreated episode with non physiologic and mechanical artifacts, may indicate onset of an electrode fracture. The ts recommended to perform assessment of sensing performance in clinic during isometrics and, or posture changes if any of the following is observed: non-physiologic, mechanical artifacts or high impedance alert. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited mechanical noisy signals and oversensing. Technical services (ts) indicated that the untreated episode with non physiologic and mechanical artifacts, may indicate onset of an electrode fracture. The ts recommended to perform assessment of sensing performance in clinic during isometrics and, or posture changes if any of the following is observed: non-physiologic, mechanical artifacts or high impedance alert. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the patient did not show up to the clinic appointment and the electrode review was not performed. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited mechanical noisy signals and oversensing. Technical services (ts) indicated that the untreated episode with non physiologic and mechanical artifacts, may indicate onset of an electrode fracture. The ts recommended to perform assessment of sensing performance in clinic during isometrics and, or posture changes if any of the following is observed: non-physiologic, mechanical artifacts or high impedance alert. Additional information was received which indicated that, the patient did not show up to the clinic appointment and the electrode review was not performed. This electrode remains in service. Additional information was received which indicated that, the patient presented to the clinic appointment, troubleshooting was performed, and the device was reprogrammed. This device remains in service. No adverse patient effects were reported.